Manufacturer narrative:
Correction: this MDR is being submitted to correct the manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage during use on event on (B)(6) 2024. Patient experienced leaking bleeding on site. Customer replaced non-serialized product and replaced. No further information available.